Event description:
Staff reported that this bed had a head hi/low slow drift. No injury reported.

Manufacturer narrative:
Bed out of service. Informed him to swap the head hi/low down valve or the trend valve to isolate this issue. Repair not yet complete.